Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016, where the leads were repositioned. The patient is receiving effective stimulation and the pain at the lead site has resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-10336, 1627487-2015-10337, the patient has two model 3169 leads implanted from lot 3713576. It was reported the patient is experiencing pain at his left occipital lead (off label use) site after suffering a fall. Surgical intervention may be pending to address the issue.